Manufacturer narrative:
Device manufacture date is 07/18/2015 through 07/19/2015. The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed that the inner needle was slightly bent and that the safety cover shielded the tip of the needle. Microscopic inspection revealed no defects. Testing included assembling the safety cover of the returned actual sample to a catheter retention sample and repeatedly removing the inner needle 10 times. This confirmed that the safety cover activated and the inner needle was shielded normally. A review of the manufacturing and inspection records was conducted with no relevant findings. A review of the device history record was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported that a nurse incurred a needle stick. Follow up communication with the user facility reported: the nurse placed the catheter after the IV catheter was injected into the patient as usual; at this time, the nurse incurred a needle stick without knowing the safety cover was not activated; it was reported the safety cover did not activate and the tip of the inner needle was not shielded; it was reported that the nurse is uninfected; and the nurse is "fine".